Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device seized, failed pre-test for insufficient/low power, and excessive noise . Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gear seized in the housing, the coupling could not engage the attachment device, the reverse trigger seized, the motor was worn, the power was low, and there was an air leak. It was further determined that the device failed pretest for check the power with test bench, check for excessive noise, check for air leak, and check attachment coupling with attachments. It was noted in the service order that the device ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.